Event description:
It was reported that the customer had a leaky reservoir. The customer stated that he had been having high blood glucose levels and found a large crack in the reservoir when he was changing his reservoir. The customer then stated that all the insulin was leaking into the insulin pump from the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.